Manufacturer narrative:
The follow-up was created do document the conclusion of the investigation and updated device information. A titan touch pump, two cylinders, reservoir and detached tubing were received for evaluation. Examination and testing of the returned components revealed a separation in the shorter exhaust tube of the pump. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. All pump tubing was bent/curved. A group of striations, indicating contact with unshod instrumentation, was noted on the inlet tube of the pump. Testing revealed this to be a site of leakage. Abrasion was noted on all pump tubes and exhaust tube of cylinder 1. No functional abnormalities were noted either cylinder or reservoir. Based on examination of the returned product, it was concluded that while in-vivo all pump tubing had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the shorter exhaust tubing. All pump tubing was bent/curved which indicated the tubing had been in this position for a period of time while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separations on the inlet tube of the pump occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the pump would not re-inflate after 2 pumps. The physician stated that the device seemed to have lost fluid, and it looks to be a break just above pump tubing.